Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients novi ipg was at end of life and therefore underwent an ipg replacement procedure. The patient recovered after surgery and was given programs to use. The explanted ipg will not be returned.